Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient faced an infusion set issue as the insulin would pool in midsection of the tubing and could not flow past that area due to which the patient experienced high blood glucose level 300 mg/dl which they tried to treat with bolus. Therefore, on (B)(6) 2022, she was admitted to the emergency room and was subsequently admitted to the hospital due to high blood glucose level. Her highest blood glucose level was 700 mg/dl and had traces of ketones which the healthcare professional did not assessed as dangerous/ life threatening. Moreover, this event caused a mild heart attack to the patient. The infusion had been used for three days. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2022, the patient was released from the hospital with no permanent damage. No further information available.